Manufacturer narrative:
The product has been requested. It will be investigated upon return and a f/u report will be submitted.

Event description:
Customer reported his meter not working. He then reports experiencing symptoms of dizziness, high blood pressure and confusion. He self treated by doubling his dose of actos and increasing his insulin and reports being seen at a hospital where he was diagnosed with diabetic ketoacidosis, but does not remember how he arrived at the facility. No treatment is documented. The products have been requested for investigation.